Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she wanted to check insulin pump to make sure everything was working. Her blood glucose at time of call was 229 mg/dl however, she was recently hospitalized with blood glucose of 18 mg/dl. Troubleshooting found that the customer's priming technique and programming were fine. Customer was advised to monitor pump and check with doctor about the low blood glucose. No further information was provided.